Manufacturer narrative:
Actual event date not known. A device history review was conducted. The report indicates the sterilization documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the three matrix cases done on (B)(6) 2013 have all become infected and two of those cases have been brought back for washouts already. It is believed that the cause of the infections is the new bone substitute the surgeon was trying, the genex putty. In all three cases he used 10cc along with the sterile matrix implants. There is traceability on all the implants. These are the first infected cases that have been seen in the facility and the only variable that has changed is the bone putty. The supplier of the putty has been contacted and they said that they have never had a problem like this. These matrix cases may end up needed revisions down the line if the infections are not resolved. According to the surgeon, the patient is doing well. This is 8 of 10 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4).